Event description:
It was reported that the patient is having issues going to the bathroom, sleeping, does not feel well, and his seizures are increasing. No further information was received.

Event description:
The patient's implant information was obtained.

Event description:
Follow-up with the treating vns physician's office revealed that the patient has not been seen for the reported allegations. No further information was provided. Per the implant card from implant surgery, lead impedance was okay following implant (1707ohms).